Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification electrically. Analysis also found that the upper and lower cases and the side bail covers were broken and the ring bail was bent. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the lower screen was unreadable. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the lower screen was unreadable. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.